Manufacturer narrative:
Patient complaint of pain; ultimately had device explanted. Explanted devices disposed of onsite therefore no analysis possible. No further action to be taken.

Event description:
From the call center, "I had surgery (B)(6) 2026 and I'm experiencing complications. Last night I had pain in my left side: sharp digging pain right below my navel incision to the other incision. This happens every time I take a step. Its getting worse."